Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. He replaced the pump assembly pod as a precaution. The unit operated to the manufacturer's specifications. The suspect part will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a service pump message. The perfusionist restarted the pump and the message cleared. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the pump pod to function as intended. No service error messages were observed. Per data log analysis, on (B)(6) 2019 large roller pump arterial was set to 3.91 liters per minute (l/min) at 10:01:44 am. At 10:03:33 am the pump stopped like the start/stop button was pressed. This is likely where the pump displayed "service pump" but this information was not logged. Most likely the pump detected a problem, stopped itself and displayed service pump. No way to tell for sure with the current logging implementation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the roller pump was in the arterial position that was set up and primed without issue for a case on (B)(6) 2019. This incident did not delay the continuation of the surgical procedure. The information available was that the pump was in the arterial location and had a 3/8 arterial polymerizing vinyl chloride (pvc) boot. Shortly after the procedure, the perfusion team received a service pump message on the roller pump, and the pump stopped. The team was able to mitigate the pump stop by pressing the start/stop local user interface and resume forward flow. The pump ran without issue the remainder of the procedure. The roller pump was not exchanged during the procedure, but was moved from service afterwards.